Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) contacted the customer via telephone. The fse confirmed with the customer that there was a cut tubing at pinch valve and provided instruction on how to replace the damaged tubing. Customer successfully replaced the tubing. There was no further evidence of leaking. The pinch valve opens a pressurized diluent path from sheath tank to the pressurized diluent manifold and also opens a path for clenz to manifold. Root cause for the leak was a cut tubing at pinch valve. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported that coulter lh 500 hematology analyzer was leaking clenz (cleaner, approximately 10ml) from pinch valve. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, glasses, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. The material safety data sheet (msds) was not reviewed; however, it is readily available. There was no impact to sample results associated with this event. There was no death, injury or change to patient treatment attributed to this event.